Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Other - medical: unable to observe as it is not related to the manufacturing process. Changes in sleep habits: unable to observe as it is not related to the manufacturing process. Breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "pulling sensation, breast pain, sleep disorders, cold sweats, anxiety". Later patient reported "suspected capsular contracture," baker grade unknown and "pathological lymphocytes". This record is for the right side. Device remains implanted.

Event description:
Patient reported "pulling sensation, breast pain, sleep disorders, cold sweats, anxiety". Later patient reported "suspected capsular contracture", "capsular contracture" and "pathological lymphocytes". Later healthcare professional reported "capsular contracture baker grade iii" and "seroma". This record is for the left side. The device was explanted and is available for return, the replacement status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.